Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that while in cath lab md inserted sheath via left femoral artery. Intra-aortic balloon (iab) was prepped per instruction & inserted into pt without a "problem". Pump could not "read the iab" & as a result, "could not pump". Md removed iab & replaced it with another iab. Update 09/2007: "the iab was not zeroed because the pump displayed "system error 8" prior to cal key insertion. Pump was exchanged. Update the following day: second iab & pump functioned properly regarding fiberoptix sensor, but reading of arterial pressure on pump seemed to be not good, according to the record paper of waveform."